Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with power error alarm. It was reported that the customer's blood glucose level at the time of incident was 170mg/dl. It was reported that the customer's levels had been as high as 415mg/dl. It was reported that the customer treated with new reservoir and infusion set change. It was reported that the customer was advised to replace reservoir.